Event description:
During training with a mannequin, the autopulse platform (s/n (B)(4) stopped compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer repositioned the mannequin, and the ua07 was cleared. However, the autopulse platform displayed ua45 (not at "home" position after power-on/restart). The customer rotated the platform's driveshaft to the "home" position to clear the ua45. Upon re-powering up the platform, the ua07 appeared again. The customer powered off/on the platform and replaced the battery to troubleshoot, but the issue persisted. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the two defective load cells, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization test results confirmed that both the load cells were defective, and they were replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).